Event description:
The user facility reported that a custom circuit cx-xrx53003a designed for (B)(6) hospital was used. The involved device was used in a large vessel technique involving a 47-year-old male with a body surface area (bsa) of over 2.0. From the beginning, the fio2 was revved to around 80 - 90%. The temperature was lowered to approximately 25 degrees, and the circulation was stopped.. After resumption, rewarming was started, but the pao2 did not increase to 100. Therefore, an oxygenator (cx-fx25e) was added in parallel to maintain oxygenation. The extracorporeal circulation itself was subsequently completed without any problems. The procedure was completed successfully. The patient was not harmed.

Manufacturer narrative:
. E3: occupation: clinical engineer g4: 510k number: k130520 visual inspection of the actual device upon receipt. - no anomaly such as breakage was found. After rinsing and drying the actual device, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure - it was confirmed to meet the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg [circulation conditions] blood flow rate: 6l/min and 4l/min, v/q:1, fio2: 100% <cx-xrx53003a> [o2 transfer volume] @6l/min: 383ml/min., @4l/min: 276ml/min [co2 removal volume] @6l/min: 310ml/min., @4l/min: 234ml/min <cx-fx25e> [o2 transfer volume] @6l/min: 386ml/min., @4l/min: 278ml/min. [Co2 removal volume] @6l/min: 315ml/min., @4l/min: 232ml/min. The manufacturing record and the shipping inspection record of the actual sample - no anomaly was found. Past complaint file - no other similar report of the product with the involved product code/lot number was found. Manufacturing date: june 27, 2024 cause of occurrence/conclusion based on the investigation result, the gas exchange performance of actual sample after rinsing met the factory's specifications, and no anomaly was found. As a cause of this case, the following factors were likely to be come together. However, it was not possible to identify the cause of occurrence. - when circulation resumed, blood with decreased svo2 flowed into the oxygenator, causing a decrease in po2. - as the patient was rewarmed, his metabolism became more active, which increased his oxygen consumption, decreased svo2, and decreased po2. Relevant IFU reference: * measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. - to decrease pao2, decrease fio2. - to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. - to decrease paco2, increase total gas flow. - to increase paco2, decrease total gas flow. * upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism.. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.